Event description:
The physician reports noticing that the crystalens haptic tore after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, replace the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is excellent. Reference MDR # 2031924-2009-00181.

Manufacturer narrative:
The crystalsert lens injector was returned to b&l and evaluated. A portion of the iol haptic was found in the injector. The visual inspection of the injector revealed no visible defects or damage.